Event description:
It was reported to medtronic minimed that the customer experienced blank display, damage (physical or cosmetic) on the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the display returned after being blank for less than 30 seconds. The battery cap contacts were not damaged or corroded. No harm requiring medical intervention was reported. The customer would discontinue the use of the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self-test due to flashing white display. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and severe moisture damage on the pcba 1 was found. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case battery tube side, cracked case near corner of belt clip rails, keypad overlay texture damage, and cracked case. Blank display due to flashing medtronic logo. Flashing medtronic logo was confirmed during analysis due to severe moisture damage on the pcba 1. Pump failed to download history files and traces due to moisture damage on the electronic assembly. Moisture damage confirmed. Alleged cosmetic damage confirmed where cracked case battery tube side, cracked case near corner of belt clip rails, and cracked case was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.